Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted on (B)(6) 2016 to report on behalf of patient an adverse event that occurred on (B)(6) 2016. It was stated that the receiver shut off in the middle of the night. When the patient's mother was looking for the patient in the morning she found him in a hypoglycemic state. The receiver did not react to buttons being pressed or being charged. Only a manual reset worked. Patient did not receive any kind of alarms due to the receiver being shut off. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log did not find any errors related to the customer complaint . The reported event that the receiver shut off was not confirmed. A root cause could not be determined.